Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer removed and reinserted the cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was not impacted.